Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the inadequate capture and r-wave amplitude variation event was sensed by the device.

Event description:
It was reported that during a follow up in clinic, inadequate capture and r-wave amplitude variation were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. The rv lead was capped and replaced to resolve the event. The patient was instable condition.